Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt complained of the back area where the device was implanted being hot to touch when the stimulator was on. The pocket was also sore or sensitive all of the time. The pocket was ok; the device did not appear to be moving or loose. The pt had a pocket revision to reposition the stimulator. No pt outcome was reported. Add'l info has been requested, but was not available as of the date of this report.